Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient experiencing problems "regulating the device". Also, indicated that "heart rate had gone to 29 or 30 and it is set so, it doesn't go below 40". The device is still in use. No further complications have been reported as a result of this event.